Event description:
It was reported that there was noise seen on the electrocardiogram. It was further reported that there was an issue with the plug where the cable connects into the slave electrocardiogram. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer complaint of noise on the electrocardiogram. No other anomalies were found.